Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The root cause of the clotting could not be definitively determined from the available information the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. The system one user's guide states to administer and monitor anticoagulants and that failure to respond to clotting may expose the blood circuit and filter to sustained high pressures. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2016 of an intensive care patient receiving crrt therapy who experienced an approximate 500 ml blood loss after discarding more than one cartridge due to clotting. The patient required a blood transfusion related to the blood loss.